Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The sample is in transit to the manufacturing site. When received, an evaluation will be performed and a supplemental report will be submitted.

Event description:
A recovery filter was previously implanted to cover an orthopaedic procedure. Patient seen as a day case for removal of the filter if filter clear of clot. On x-ray, it was noted that one of the arms appeared to be facing towards the head. The filter had initially been placed very close to the renal vein. Venagram showed the filter clear of clot, so it was decided to proceed with removal. An over the wire technique was used to retrieve. Removal went without incident. On opening the cone outside the patient, the arm fell away from the rest of the filter. It was felt the act of removal had caused the arm of the filter to fracture off, but the cause of the arm facing towards the head is undetermined as this was not the case on insertion.